Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill five of six of their therapy. The patient had filled 187ml of an expected 2000ml at the time of the alarm. During troubleshooting, it was verified that the connections were secure and that the unused lines were clamped. Per the caregiver, air bubbles were visually present in the patient line. The technical support representative assisted the caregiver with cancelling the treatment. Upon removing the supplies, fluid was found leaking from the cassette and into the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the reported leak. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and has continued with therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Correction provided to sex. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.